Event description:
Customer passed away. It was informed that the customer was wearing the pump at time of death and cause is under investigation by the coroner's office. Additionally, the pump was alarming. The batteries were changed and the alarm was cleared. Days later a nurse stated that the cause of the death was hypoglycemic episode but it was not believed that it was pump related.